Event description:
It was reported that when the catheter was broken near the hub when advanced through the patient's anatomy. Another catheter was used to complete the procedure. There were no clinical consequences to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter proximal shaft was found kinked and was separated just distal to the strain relief. Functional testing was not performed due to the anomalies noted to the catheter. In case of this complaint, visual inspection of the fractured site indicates that the catheter was kinked first and then separated due to excessive manipulation. As a result, a probable cause of handling damage was assigned to the reported and an analyzed event catheter shaft broken inside patient.

Event description:
It was reported that when the catheter was broken near the hub when advanced through the patient's anatomy. Another catheter was used to complete the procedure. There were no clinical consequences to the patient as a result of this event.